Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device did not seal on the mesentery and an end tone was heard.. The surgeon had to sew the vessel. No transfusion needed and less than 250 cc blood loss. There was no patient injury reported in the event.